Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic results for potassium (k) and calcium (calc) generated by the synchron cx9 alx instrument on one patient sample. The initial k result was 1.3mmol/l, and calc result was "suppressed". A fresh sample collected from the patient gave k result of 5.0mmol/l initially, and 4.5mmol/l upon repeat. Calc result was 9.0mg/dl and 8.5mg/dl when the specimen was re-tested. The erroneous results were not reported out of the lab, and there was no affect to patient treatment.

Manufacturer narrative:
Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned the ion elective electrode (ise) system with bleach and rebuilt the ratio pump. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.